Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who was treated to the flanks using the cooladvantage coolcore and the mid abdomen using the cooladvantage + coolcurve +. The patient was diagnosed with paradoxical hyperplasia to the abdomen and flanks. The affected tissue is described as small areas of induration along with pockets of hard tender overgrown adipose with visible enlargement.

Event description:
A treatment provider reported they have a patient who presented with paradoxical hyperplasia post coolsculpting treatment.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01704-00.

Manufacturer narrative:
Corrected data: b5, d1, d4, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.